Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected and prevented by following the instructions for use: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: switch 1 and switch 2 had a cut; suction cylinder had no color; grip had discoloration; plug unit had a scratch; scope connector cover unit had corrosion due to water leakage; connecting tube had a buckling; and the cover of charged coupled device cable was damaged. Due to a cut on heat shrinking tube of forceps elevator lever, the expected insulation capacity cannot be obtained. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the gastrointestinal videoscope had tightness. There were no reports of patient harm. The device was returned and evaluated; the plastic distal end cover had foreign material due to insufficient reprocessing. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.